Event description:
The customer reported falsely elevated chloride (cl) results were generated for a sample on the architect c16000 module. The following results were provided: cl: initial result 150 mmol/l, repeat result 101 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
All available patient information included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This supplemental MDR is being submitted as additional results were provided on 03jun2021. An evaluation remains in process. A follow-up report will be submitted when the evaluation is complete.section h6. Medical device problem code updated from a090809 to a0908 to align with new information that was received.

Event description:
The customer reported falsely elevated chloride (cl) results were generated for a sample on the architect c16000 module. The following results were provided: cl: initial result 150 mmol/l, repeat result 101 mmol/l additional information received on 03jun2021 that the customer observed calcium results skewed low while using the architect c16000 module. The following results were provided: initial 1.2 mmol/l; repeat 2.27 mmol/l initial 1.1 mmol/l; repeat 2.3 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During inspection of the architect (B)(6), service identified that the nozzle pairs 2-3, wash solution (rohs)_part number 2-89270-01 was the cause of the customer issue because of clogging. Service cleaned out the part, which resolved the issue. The module function was verified by a control run after cleaning of the part. The investigation found that there were no contributing factors identified prior to this complaint for the architect (B)(6). A review of the service history verified that no subsequent issues have been reported related to discrepant results. A review of tracking and trending did not identify any trends for the nozzle pairs 2-3, wash solution (rohs)_part number 2-89270-01. A review of the alinity c/clinical chemistry product monitoring review scorecard did not identify any trends of the architect c16000 with regards to the current issue. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue, which includes information on maintenance and troubleshooting the issue, including specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations. The architect c16000 system service and support manual also contains information for troubleshooting, the nozzle pairs 2-3, wash solution (rohs)_part number 2-89270-01. Based on the investigation, no systemic issue or product deficiency was identified for the nozzle pairs 2-3, wash solution (rohs)_part number 2-89270-01 or the architect (B)(6).